Manufacturer narrative:
(B)(4). Batch # r57x5r. Photo evaluation: one photo was provided. The picture shows a blue reload and a gold reload from the top view. Both reloads can be seen partially fired 1/3. Based on the photo alone the event describe could not be confirmed as no picture or evidence of a broken firing trigger was provided. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Device evaluation: the analysis found that one ec60a device was returned with no apparent damage and with one ecr60d cartridge loaded in the device. The reload was received fully fired and with damage on cartridge deck. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The found damage on the deck is consistent with the device being fired over an already existing staple line; when this happens the knife plows the staples on cartridge deck and shaving may occurs. In order to verify the condition of the internal components of the reload it was disassembled and no anomalies were noted. No functional test could be performed due to the condition of the reload. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a lung resection procedure, could not fire farther. During the resection of pulmonary bullae, could not fire farther after fired a little with ecr60b, and the firing trigger was loose. Changed ecr60d, the event re-happened. Another device was used to complete the surgery. There were no adverse consequences to the patient.